Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4 510(k)#: please note that this product cx01b-c (xpede bone cement and mixer, EU) is not marketed in the united states; however, it is similar to the united states marketed device cx01b (xpede bone cement, mixer kit, us) with 510k(#) k102397. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for vertebra fracture. It was reported that the bone cement was prepared and the cement became hard as soon as the liquid was mixed with the powder, with the liquid described as having a viscous consistency. The mixer and hoots were rendered unusable, which required opening and using an additional unit of bone cement and an additional mixer and hoots, and there was a delay in the overall procedure time. The cement was not used in the patient, it was reported to have been stored at proper temperatures, it was mixed for 30 seconds, and it was described as doughy and homogenous prior to delivery into the patient. The procedure was completed successfully after switching to a new product. No patient complications have been reported as a result of this event. Additional information was received that the type of procedure involved during the event was kyphoplasty. There was a 10 minute delay happened in the overall procedure time.